Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation. Visual inspection found no defects. Simulated use testing was completed successfully with no leaks. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported finding a fluid leak during fill 1 of 2. The leak was found near the blue trigger. Treatment was discontinued. The set was made available for evaluation. During follow up the patient's contact reported the patient has not had any complications.